Event description:
It was reported that prior to an unknown procedure, sterile package was broken before using. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The complaint indicated the package was broken. The package was returned with no carton and was in poor condition. The package was in poor condition and the device was not snapped into the rigid blister detents. The package was warped and twisted with the loose device pressing against the tyvek lid. The tyvek was found to be intact with no damage. The rigid blister was intact, with no breaks or holes, but was warped out of shape. The package seal was checked and it was found to be opened along one side of the package, not at the peel tab area. There was presence of seal adhesive transfer on the entire circumference of the blister indicating that the package had been completely and properly sealed. It is suspected that the package seal opened on the side as a result of the loose blister and the twisting of the package. At the packaging process, the instruments are snapped firmly into the blisters. It takes a hard twist to dislodge device from the detents. After sealing, each package is placed into individual cartons which are then placed into shipper cartons. The packages would not fit into the cartons if they were warped. It is suspected that the package was stored outside of its carton. It is not known if the complaint event description of ¿sterile package was broken¿ is the same as the issue seen at analysis with the open tyvek. No other defect issues were noted. The complaint is confirmed and suspected cause is handling external to the ees packaging facility. The manufacturing records were reviewed and no discrepancies were...

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was there a hole, tear, or puncture in the tyvek or blister that compromised the sterility prior to opening? The tyvek and blister were not agglutinated on one side. Was there an incomplete seal prior to opening? No. Was the only issue with opening (the packaging difficult to open)? No.